Manufacturer narrative:
The customer reported that they reseated the bellows assembly to resolve the issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, unit can't switch between manual and ventilation mode. The bellows would flutter upon switch. There was no reported patient involvement.